Event description:
It was reported that the patient experienced ineffective therapy. Impedance check revealed high impedance on one of the leads. Additionally, the second lead does not cover the patient¿s pain area. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which lead has the high impedance.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates that one lead was fractured and the other has high impedances. Surgical intervention was undertaken on (B)(6) 2025, wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.